Event description:
Report received from the USA stating that the device was "overheating and getting too hot." It was unk to the reporter if the device was used in surgery. It was unk if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was tested and passed all manufacturing specifications. The reported event was not confirmed. If additional information is received, a supplemental report will be sent.